Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on sunday with blood glucose of 400 mg/dl to 500 mg/dl. The customer¿s current blood glucose level was 64 mg/dl and 98 mg/dl and in emergency room the blood glucose level was 628 mg/dl and after hospitalization blood glucose level went down to 292 mg/dl. The customer reported that the customer got admitted because the insulin pump was not working right. The customer¿s blood glucose level was 26 mg/dl in february. The customer experienced symptoms such as felt sick, nausea and light headed. The customer was treated with manual injection and insulin pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.